Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable perforator (ID 261221) did not stop automatically when it meets no resistance. The product was in contact with the patient, however, no patient injury was reported, and the event did not led to surgical delay. The procedure was completed with a replacement product available. The drill used was electric medtronic midas. The perforator clicked in place in the drill, and the recommended spring tests were being performed between each burr hole. A perpendicular approach was maintained through the drill process. There was a constant downward pressure.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR): the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis: the returned unit is fully assembled with soil present. Spring and drill testing resulted in acceptable performance results. The report of failure to disengage could not be confirmed. Root cause analysis: the root cause could not be confirmed in the complaint evaluation. A potential cause of the reported failure may be related to the angle positioned and pressure application during use.

Event description:
N/a.